Event description:
It was reported that the healthcare professional recommended a factory reset of the ilet system for a user experiencing frequent nighttime low glucose, with a reported low of 40 mg/dl, after an unsuccessful prior start. Support guided the user and caregiver through the reset, cgm pairing, and education on the learning phase. Symptoms included low glucose, sweating, anxiousness, and increased heart rate. Outcomes included troubleshooting and user education, with no hospitalization. Investigation of this case revealed no evidence of device malfunction or deficiency, and the setup experience, including cgm pairing delay and subsequent guidance, was consistent with expected behavior during initialization. It was concluded, based on previously established findings for similar reports, that the cause of the hypoglycemic episodes was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.